Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient experienced urinary incontinence, rectal sphincter incontinence, dyspareunia, and a tear in the vaginal wall in the vicinity of rectum. The patient also experienced dysuria, vaginal pain, abdominal and pelvic pain.all other information is unknown and unavailable.